Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date for high blood glucose. Customer went into the hospital and they ripped off my pump, broke belt clip and skin. The device will not be returned for analysis.